Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient underwent posterior colporrhaphy using graft procedure. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Patient has since experienced urinary bladder issues including multiple urinary tract infections (uti).